Event description:
It was reported that a patient's blood glucose levels (bg) reached 480 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No other damages or deficiencies were observed during the investigation.